Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. The patient received inappropriate shock due to rv lead noise and possible bigeminal premature ventricular contractions (pvcs). Upon review, right ventricular lead noise was observed on the episodes leading to an inappropriate shock. During a device changeout procedure due to normal eri, the right ventricular lead was also capped and replaced on (B)(6) 2018. The patient was stable without any complications.